Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of incontinence, urinary and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator underwent revision surgery to replace the lead and neurostimulator following a fall that resulted in lead migration. Prior to revision, the neurostimulator was reported to have stopped working, and x-rays confirmed lead migration. The patient reported no improvement in symptoms and experienced constant leakage. The system was removed and replaced. There were no additional patient complications and the patient is doing much better with symptom relief.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent revision surgery to replace the lead and neurostimulator following a fall that resulted in lead migration. Prior to revision, the neurostimulator was reported to have stopped working, and x-rays confirmed lead migration. The patient reported no improvement in symptoms and experienced constant leakage. The system was removed and replaced. There were no additional patient complications and the patient is doing much better with symptom relief.